Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." Manual CPR was performed, and return of spontaneous circulation (rosc) was achieved. No consequences or impacts on the patient.

Manufacturer narrative:
Section d9 was updated. The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The root cause of the system error was a defective drivetrain motor with a brake gap that was too wide, out of specification. The brake gap issue is likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in february 2018 and is over 7 years old. Reviewing the archive data showed system error, 139 (unable to hold compression position), confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. The investigation revealed that the drivetrain motor brake gap was too wide, out of specification, triggering the system error. The brake gap could not be adjusted within the specification; therefore, the drivetrain motor assembly needs to be replaced to resolve the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).